Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 on the ilet after a site change, noted overnight hyperglycemia due to no insulin delivery, initiated back-up insulin therapy, then experienced hypoglycemia treated with soda followed by rebound hyperglycemia; the alert persisted after restart and the ilet was replaced. Symptoms included hyperglycemia up to 333 mg/dl and hypoglycemia in the 50s, without loss of consciousness, dka, or medical intervention. Outcomes included the need for back-up therapy and device replacement. Investigation included review of device history, verification of the alert in the ilet history, guided restart with preservation of settings and data, assessment of charge status, and evaluation of alert behavior during and after restart. Investigation of this device revealed a device alarm consistent with an insulin delivery malfunction that did not resolve with restart, indicating a suspected pump hardware or delivery pathway issue. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.